Event description:
The caller reported the tubes had been in the patient several days before the pilot balloon started to leak. A non-routine replacement of the tube was required. The tube was discarded.